Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, battery testing and a review of the alarm logs were performed. The f94 alarm was identified during visual inspection, functional test and a review of the alarm log. The cause of the condition was determined to be damaged battery. The battery was replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f94 alarm (configuration option settings checksum is not 0). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.